Event description:
Physician indicated that the valve does not appear to be functioning properly. Pt presented to ER in 2008 with headaches, swishy sounds in both ears, vision floaters, dizziness and neck pain. Pt admitted for shunt revision.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot numbers were available. All of our valves are 100% tested at the time of manufacture.